Manufacturer narrative:
Following our investigation we now consider this matter to be closed. As no lot number was provided we could not carry out a thorough investigation. If any information does become available after the submission of this report then a follow up report shall be issued. The following response was sent to the customer, "thank you for informing our sales department of your customer complaint. Reading through the complaint report, we are led to believe that a carbon sterile sm10 blade has broken in half during a total knee procedure. Unfortunately, without having any lot number information or the broken blade in question or sample blades from the same lot number to investigate, we are finding it difficult to perform any sort of investigation into this complaint, and because this blade has broken during a surgical procedure, we must report this to the relevant competent authorities as it falls into the category of an adverse incident. Without having any sample blades returned to test, we are unable to check the heat treatment hardness to ensure the blade had been manufactured to our in-house tolerances and the surgical blade standard bs 2982. With unbroken samples from the same lot number, we would also be able to check the ductility on our automated load cell. With you not being able to inform us of the lot number, we are unable to check our in-process records for any recorded problems during the manufacturing process or to check our history to establish if we have received any further customer complaints of this nature. We hope you will understand that we cannot comment further due to not having sample blades or lot number information to investigate, if these were to become available, we would perform a thorough investigation and issue you with a further report detailing our findings. If we can be of any further assistance, please do not hesitate to contact us. We have been unsuccessful in finding the root cause of this broken blade as we have received very little information and no sample blades to investigate. No corrective action is required as we have been unable to establish the root cause due to receiving very little information and no sample blades to investigate. No preventive action is required as we have been unable to establish the root cause due to receiving very little information and no sample blades to investigate."

Event description:
The following description of the incident was provided by the healthcare facility, "breaking in half during use". No remedial actions were stated by the healthcare facility. It was stated that the procedure was not delayed due to the issue.